Manufacturer narrative:
The pump alarmed motor error during the rewind due to the motor leaking oil and contaminating the motor home switch. Unable to perform the operating current, unexpected restart test or all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests or verify the motor position encoder error alarm due to the motor error alarms. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating motor error alarm from the insulin pump. The customer's blood glucose reading was 200 mg/dl. The customer stated that the alarm occurred when she sat down. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that there was a motor position encoder error. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.